Manufacturer narrative:
B3 - date of event - corrected. B7 - etiology added. D4: UDI corrected. D5: operator of device corrected. Manufacturer's investigation conclusion: the pump was not returned. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that sedation was weaned on (B)(6) 2024, and it was noted that the patient had no right sided movement and the stroke code was initiated. Computed tomography (CT) of the head and CT angiogram of the head revealed acute left middle cerebral artery (mca) stroke. Neurovascular was consulted and no intervention was recommended. Repeat head CT on (B)(6) 2024 revealed further progression but there was no conversion to hemorrhagic stroke. The outcome was not related to the heartmate 3 (hm3) device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to withdrawal of care after an ischemic stroke. The outcome was reported to be device or therapy related and the device parameters were reported to be within normal limits. An autopsy was not performed and the device was not explanted.